Event description:
It was reported that fluid was leaking from the pressure relief valve. This occurred with four catheters. A fifth device was used to complete the procedure. The procedure was extended 45 minutes. General anesthesia was used.